Event description:
It was reported that when using the bd pyxis¿ es server all orders were not crossing over from es server to stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all orders were not crossing over from the server to the stations. A technical support specialist connected to the server and observed that while the interface heartbeat was active, the last successfully processed xml timestamp showed a delay of approximately one hour. The tss restarted the external messaging service, which initiated the draining of messages. It was verified that messages were being successfully received in the ext.receivedmessage table, and all other services on the es server were running normally. The customer confirmed that orders were now crossing over resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.